Manufacturer narrative:
The failure analysis and testing department received the following parts associated with this complaint: compressor scroll, muffler, 1/8 npt, muffler <100 micron. These parts were received with a reported unit failure message of start up error# 14 and continuous beep, muffler was broken. Performed visual inspection of this part received and compressor scroll was in good condition, but muffler, 1/8 npt was not in good condition and muffler <100 micron was broken. The fat dept. Verified the failure message of muffler was broken. Due to not in good condition, the fat dept. Cannot be installed muffler <100 micron into cardiosave test fixture for investigation. Installed compressor scroll into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Could not verify the failure message of start up error code# 14 and beep sound. Cardiosave test fixture worked correctly with testing of compressor scroll. Compressor scroll passed testing. Retaining all parts in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d4 (version or model #, catalog # and unique identifier (UDI) #) a getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the - compressor, scroll and muffler<100 micron, muffler , 1/8 npt for the (maintenance required/prior compressor failure etf, code 14 for 6 times) and the fse had also replaced the muffler sm2 since the muffler was broken. Than the fse had further performed the pm, functional test and the safety check.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after start-up, the cardiosave intra-aortic balloon pump (iabp) had start-up error #14 and a continuous beep. There was no patient involved.